Event description:
It was reported to uoc that a patient who had undergone a prior knee revision surgery, had to be revised. In the revision, the surgeon removed a broken device and implanted new revision components.